Manufacturer narrative:
The t:slim g4 user guide states, "do not expose your system to x-ray screening used for carry-on and checked luggage. New full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them. Notify the transportation security administration (tsa) agent that your system cannot be exposed to x-ray machines and request an alternate means of screening."

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer reported that the pump was recently exposed to x-ray when going through x-ray security and also got wet while on vacation. There was no impact to customer's blood glucose levels. The customer reported that manual injections would be used for insulin therapy.